Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Additionally, it was reported that the sensor expired prematurely. Customer replaced the sensor to resolve the issue. A replacement transmitter was sent to the customer. There was no reported adverse impact. No additional patient or event information was available.